Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent low blood glucose (bg) levels in the 50 mg/dl range. Reportedly, the pump settings may need to be adjusted. Customer's health care professional is working with the customer to adjust pump settings. Customer ate candy and drank soda to address low bg levels.